Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1210. No adverse effects were reported. Additional information was received on 03/05/2020 indicating that there was no patient involvement.

Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to 2645.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed damage to the pump's front and rear housing. There was no evidence of the reported error code in the device's event history log (ehl). The investigation found that the pump displayed error code 1210 on the screen during power up. The investigation determined that a faulty printed wiring assembly board was the cause of the reported issue. The printed wiring assembly board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1210. No adverse effects were reported.